Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: stress marks are observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. The device has been removed and replaced.

Event description:
Healthcare professional reported left-side rupture. The device has has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. The device has been removed and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jan2024.

Event description:
Healthcare professional reported left-side rupture. The device has has been removed and replaced.